Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon got stuck inside me- vagina [foreign body in reproductive tract] string pulled off from tampon [device breakage] string pulled off from tampon when I was trying to pull it out [complication of device removal] painful- vagina [vulvovaginal pain] case narrative: consumer reported via e-mail that the string pulled off from the tampon during removal. No serious injury reported.